Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical august 2015 complaint was reviewed for the bioflo PICC product family and the failure mode "difficult to remove catheter". No adverse trend was identified. As the used catheter was not returned, device evaluation was not possible and the root cause of the event was unable to be determined. Per angiodynamics clinical specialist, the following are potential contributing factors to PICC removal difficulty: cancer pt so increased risk of thrombosis. PICC placed in left arm so more tortuous path than right side placed piccs. Catheter tip migrated into the right ventricle, this location may have provided resistance to removing the catheter tubing (i.e. Heart valves). Pt anatomy and/or vascular blockage. The fibrin buildup or "scar tissue" outside the vein in the skin tract are most likely contributing facts of difficult PICC removal. A tortuous pathway or history of previous insertion would also increase the chance of this occurring. The directions for use (dfu) packaged w/the PICC devices contains guidance on catheter removal.

Event description:
Per end user hospital report: "we have recently had a complication w/one of our bioflo PICC lines it was a 4fr single lumen (lot #4709394) was inserted on first attempt w/out complication into the left basilic vein in (B)(6) 2015. Prior to insertion the basilic vein diameter was measured by ultrasound and found to be more than acceptable at 0.51cm. Approx one month later the chemotherapy rn noted during routine PICC dressing change that the external measurement had changed. A chest x-ray was ordered to confirm PICC tip measurement. The radiologist noted tip migration into the right ventricle and ordered the chemo rn to pull the catheter out 4 cm. The chemo nurse was unable to withdraw the catheter. The radiologist requested repositioning of the PICC line under fluoroscopy. One of our PICC line nurses saw the patient in x-ray and under fluoroscopy and attempted to withdraw the PICC. The PICC was completely resistant to any attempt to remove it - even after the left arm was extended and warm packs were applied to the shoulder and upper left arm. The radiologist then attempted to remove the catheter by trimming the hub off the catheter and inserting a guidewire into the PICC. He was unable to withdraw the catheter. The catheter was then clamped w/two sterile snaps and secured w/steri-strips and a sterile dressing. Our radiologist had contacted the patient's physician and arranged for the pt to be seen immediately and a vascular surgeon for catheter removal and replacement. (B)(4).